Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05706. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 07/26/2010 in order to treat stress urinary incontinence, pelvic organ prolapse, nocturia, chronic constipation, and being unable to fully evacuate and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and dyspareunia. It was reported that the patient experienced bladder obstruction and underwent cystoscopy and transvaginal sling excision on (B)(6) 2011 and mesh removal on (B)(6) 2012 due to recurrent stress incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure (B)(6) 2010 and mesh was implanted concurrently with mesh enhanced posterior colporrhaphy, sacrospinous apical vaginal vault suspension and cystoscopy due to 3rd degree post defect, symptomatic genuine stress urinary incontinence and symptomatic pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4) in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and dysuria. It was reported that patient underwent autologous pubovaginal fascia sling on (B)(6) 2012 by dr. Eric rovner due to recurrent stress incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Event description:
Details:it was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, and foul smelling urine.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urgency, and foul smelling urine.

Manufacturer narrative:
Date sent to the FDA: 6/18/2019. Additional narrative: it was reported that following insertion the patient experienced bladder inflammation, burning sensation and lower abdominal discomfort.